Manufacturer narrative:
A medtronic field service engineer replaced all 8 motion batteries, tested drive ability through hallway. System performed properly during testing and was placed back into service.

Event description:
A site radiologic technician called to report that their o-arm motion batteries were not holding a charge. The lights scroll while plugged in but when he unplugs it the level shows zero and the batteries measured at 11v.